Event description:
It was reported that an implantable pulse generator (ipg) exhibited telemetry issue as the ipg was unable to be interrogated fully. The interrogation was successful after placing a "wand" over the ipg. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.